Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after pausing the ilet for exercise and failing to reconnect afterward, the user experienced high blood glucose that reached 400 mg/dl; a subsequent infusion set and cartridge supply change was performed and glucose began to decline. Customer care provided support that included a case review and troubleshooting walk-through focused on infusion set handling and pump operation during exercise. Investigation of this case revealed user handling error related to not reconnecting the infusion set after exercise, with no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error during use.